Event description:
Reference number (B)(4). Event occurred in the united states. It was reported, that infusion sets cannula was punctured on 17/10/2024, within 3 hours of insertion. The insertion site was hip and thigh. No further information was available.